Event description:
It was reported that the catheter disconnected from the pump in (B)(6) 2010. The disconnection was confirmed by x-ray. The patient "felt awful". The patient noted that after an unspecified activity, she "felt the catheter move - like a right rubber band unwinding when she bend over with one leg behind her like a ballerina". The pump was programmed off approximately 2 weeks prior to the report. It was subsequently reported that the patient experienced an overdose with drowsiness; the patient "falls asleep 4-6 times a day". The patient left several messages for the hcp, however, the hcp was out of town until after (B)(6) 2011. The patient wanted to have the pump explanted due to the risks of the therapy; no date was set at the time of the report.

Manufacturer narrative:
(B)(4).